Event description:
During treatment with bovine collagen the pt was observed to have very severe swelling at the treatment sites. Ice applied to all areas and intravenous adrenaline line 1:1000 administered. After 10 minutes intravenous adrenaline was administered again. Piriton syrup 4mgs given. Pt closely observed for 4 hours following treatment, no further localized reactions, diagnosed as allergic reaction. This is the same event and the same pt reported under MDR ID #2024601-2004-00177.